Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the console air pressure was unstable. During platform testing of unspecified rotablator devices, the physician noticed that the air pressure of the rotablator console was unstable. He proceeded to check all the accessories connected to the console as well as the connection of the air supply from the wall and all functioned well. A new console was used and no issues were noted. The procedure was completed successfully with the second console. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode, and in turbine mode were typical operational speeds. The console did not exhibit any problems with the gas/air supply inlet circuit. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification could not be confirmed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the console air pressure was unstable. During platform testing of unspecified rotablator devices, the physician noticed that the air pressure of the rotablator console was unstable. He proceeded to check all the accessories connected to the console as well as the connection of the air supply from the wall and all functioned well. A new console was used and no issues were noted. The procedure was completed successfully with the second console. No patient complications were reported and the patient's status is fine.